Event description:
This patient has an infection and believes there is no relation to the implant or revi. Patient has had urethral bleeding and worried about bladder cancer an believes co morbidities was the issue. She is probably not a good candidate for surgery in general with her co morbidities.